Event description:
On (B)(6) 2011 at 08:44am, a reporter called for the lay user/patient contacted lifescan (lfs) alleging that the patients onetouch ultra2 meter did not power on. On (B)(6) 2011, the medical surveillance specialist (mss) contacted the patient by phone for additional information. The reporter stated that on (B)(6) 2011 at 10:00am the patient felt "tired" after eating prompting the patient to test. The reporter stated that the alleged product issue began on (B)(6) 2011 at 11:00am when the subject meter would not power on. The patient stated he manages his diabetes with an insulin pump. The reporter stated that when the issue occurred, the patient made no changes to his diabetes management and took his usual insulin and further stated that he received no treatment for the product issue. At the time of troubleshooting with a customer care advocate (cca), it was noted that no misuse of the meter had occurred. The issue could not be resolved with troubleshooting. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms developed before the start of the product issue. The patient denied receiving any treatment due to the product issue. However, this malfunction is being reported because the issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.